Manufacturer narrative:
Steris received medwatch report (mw5154308) on may 13, 2024. Following receipt of the report, steris confirmed that an investigation for the reported event was previously completed and MDR # 1043572-2023-00169 for the event was submitted on december 20, 2023. No additional issues have been reported.

Event description:
The user facility reported via medwatch report (mw5154308) that during a patient procedure, facility personnel heard a loud noise, and their 5095 surgical table lifted to the left without being commanded to do so. Facility staff stabilized the table by pressing it to the ground. The patient was transferred from the table to a stretcher resulting in a procedure delay. The procedure was completed successfully. No report of injury.

Manufacturer narrative:
No repairs were made to the 5095 surgical table. Instead, the user facility opted to order a new surgical table. A steris technician counseled user facility personnel on the proper use and operation of the 5095 surgical table. No additional issues have been reported.

Manufacturer narrative:
A steris service technician arrived onsite to inspect the surgical table and found the table to be operating according to specification. There were no issues noted as all sensors and alarms were working correctly, and all articulations performed to specifications. On an abundance of caution, the technician did note a slow air leak on the right foot floor cylinder lock. The floor cylinder lock has been ordered and the surgical table is pending repairs. A steris account manager will offer in-service training on proper use and operation of the surgical table. A follow-up MDR will be submitted once additional information becomes available.

Event description:
The user facility reported that during a patient procedure, facility personnel heard a loud noise, and their 5095 surgical table began to tilt to the left without being commanded to do so. The patient was transferred from the table to a stretcher resulting in a procedure delay. The procedure was completed successfully. No report of injury.

Manufacturer narrative:
UDI related data quality updates only - alignment with gudid.